Manufacturer narrative:
No conclusions can be made. Based on the contents of the article, the usage of arista ah associated with a decreased risk of reoperation, not increased risk. Patient not associated with use of arista ah were more likely to acquire infection and/or require reoperation, whereas those who used arista had lower rates of complications. The information provided in the article indicates that some patients experienced infection complication. Infection is known inherent risks of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. The warning section states, " arista ah should be used with caution in the presence of infection or in contaminated areas of the body. If signs of infection develop where arista ah has been applied, reoperation may be necessary in order to allow drainage. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the arista ah. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event was estimated as 15-jan-2015 based on the information received, as a specific event date was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article "risk factors for reoperation of inflatable penile prosthesis among an ethnically diverse urban population in a high-volume center." The article describes a single-center retrospective review from january 2015 to december 2022 was performed examining 530 patients who underwent primary ipp implantation at a large, urban, multiethnic hospital. Primary outcomes were reoperation due to any reason and reoperation due to infection 29 (5.5). Patients those who had a reoperation due to infection - arista powder usage 7 (24.1). A decreased likelihood of reoperation was observed when arista ah absorbable hemostatic agent was used intraoperatively. When analyzing only reoperations due to infection, factors that remained significant on multivariate analysis include arista powder usage. The article concluded that patients with peyronie¿s disease, hemoglobin a1c levels over 8, intraoperative ebl >= 25cc, and active smoking face higher odds of reoperation for any reason, while the use of arista powder reduces these odds. The findings confirm smoking and diabetes as risk factors for reoperation, while also providing insights into factors like estimated blood loss and arista powder use. In follow up with co-author the following was stated: "arista usage was associated with a decreased risk of reoperation, not increased risk. In other words, patients who did not use arista were more likely to acquire infection and/or require reoperation, whereas those who used arista had lower rates of complications."